Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. A replacement pump was sent to the customer to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.